Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The provided information has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In the recording period between (B)(6) 2018 and (B)(6) 2019, the right ventricular pacing impedance rose gradually from 800 ohms to 1600 ohms over the total recording period. The right ventricular pacing threshold rose from approximately 2.5v to 4.5v. Both changes occurred as described in the complaint. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that approx. 125 months after the implantation the pacing impedance was increasing. It was decided to exchange the lead during a scheduled ICD replacement. The lead was capped and replaced during the procedure on (B)(6) 2020.